Event description:
It was reported the patient was recently implanted and was given no training on the therapy or the programmer. The patient was seen for their follow up and they were healing well. A cream antibiotic was given for the redness in their urethra. The patient was set to program 1 at 0.9v and when they tried to make an adjustment the patient got a ¿zap.¿ it was noted the patient could not feel stimulation anymore. It was stated the patient experienced a loss of effect. The patient initially had some symptom relief, but was having a return of symptoms and wanted to increase stimulation. It was indicated that the patient was having terrible itching in their vaginal area as well. The patient was concerned that the stimulation sensation would make the itching worse. A loss of bladder control was also reported. The bladder leakage was described as a ¿gush or river of urine.¿ this would generally occur with no warning. Stimulation was increased to 1.4v and the patient felt it comfortably. It was noted the patient had an appointment with their healthcare provider in three weeks. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va022qa, implanted: (B)(6) 2013. Product type: lead: product ID neu_un known_prog, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy, but was trying to work with her doctor or manufacturer representative.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient's right buttock was still very uncomfortable.